Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the prestataire that there was a needle mechanism failure which presented difficulty inserting the cannula. The patient¿s blood glucose levels measured 180 mg/dl while wearing the pod between 4 and 24 hours. No further information was reported.

Manufacturer narrative:
Updates made to b5 field, information regarding length of wear of device and the patient's blood glucose level measurements was corrected in line with further information received from prestataire.

Event description:
It was reported by the prestataire that there was a needle mechanism failure which presented difficulty inserting the cannula and the cannula did not insert into the skin. The patient's blood glucose levels rose to 230 mg/dl while wearing the pod for less than an hour.